Manufacturer narrative:
A ge service rep performed an onsite investigation. The backplane cable and power supply were evaluated and replaced. All of the related pcb assemblies were also removed and reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system experienced fluoroscopy errors and required an immediate shut down in the middle of a pt care case. There is no report of a pt injury or death associated with this event.